Event description:
It was reported by the customer that a pyxis medstation es system was experiencing communication issues. The customer reported that it took several minutes for the nurses to successfully log in to the medstations. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction stemmed from device was not communicating. A technical support specialist confirmed that the stations started communicating prior to the need for assistance. The system functioned as intended after the technical support specialist troubleshot the device.